Event description:
Reporter alleged that the patient, who was feeling hypoglycemic, received a result of 207 mg/dl at 14:20 and a result of 144 mg/dl at 15:26 on the inform system. Reporter alleged that blood was drawn for a lab test at 15:20 and was reported at 15:47 as 56 mg/dl. Reporter stated a nurse gave the patient d50 at 16:10 based on the lab result. No other actions were reported taken or treatment received. Reporter admitted that the strips used for the tests were uncapped in the vial. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.